Event description:
Additional information from a healthcare professional reported that multiple attempts at connection revealed that multiple leads were "disfunctioning." The surgeon felt a new lead was appropriate as the original lead was not functioning.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# j0406067v, implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they went in for normal battery replacement on (B)(6) 2016 and were told the procedure would last 20 minutes. However, during the procedure the healthcare provider (hcp) had to replace the lead for an unknown, unplanned reason. Indication for implant is urinary dysfunction/sacral nerve stimulation. See related pe (B)(6) eos/pt having sx** **see related pe (B)(6) no stim sensation/effect**

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.